Manufacturer narrative:
The reported event of unable to interrogate device was confirmed. Based on the information provided, it was determined that the programmer was unable to detect the device. As the ble could not be reactivated after magnet application, it appears that the ble functionality on the device is no longer operational based on the information that is available.

Event description:
It was reported that the patient presented for an initial implant procedure of an implantable cardiac monitor (icm) on (B)(6) 2026. It was noted that the icm had no bluetooth (ble) telemetry at the time of the implant. The physician elected to compete the procedure and attempt establish ble communication post-operatively. The patient was stable throughout this procedure. Post-procedure the icm still could not communicate via ble telemetry despite using two different merlin 2 programmers and a 3650 programmer. Magnet application using a signal magnet followed by stacking two magnets was also attempted and unsuccessful. Lastly, a soft reset of the icm was attempted by holding a magnet over it for one minute which also proved unsuccessful. There were no reported patient consequences.